Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic anterior resection, the rectum was clipped, and the rectal irrigation was performed. Then the device was attempted to fire but locked out at the first firing. When the surgeon checked the target tissue, it was found that the device clamped a part of the clip. The knife reverse switch was used to release the device. Attempted to fire device again, but the cartridge came off. There was a possibility the cartridge pan was bent since the cartridge clamped the clip. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60d reloads (b & c) present. The reload (b) was received partially fired 1/2 with several b-formed staples on the reload deck and, with the reload deck damaged. The reload (c) was received unfired and with damage on reload deck. The device was tested for functionality in the straight position with a returned reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The returned reload was placed and removed with no issues noted during functional testing. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reload b: gst60d, u5al1r, partially fired 1/2. Reload c: gst60d, u5al1r, unfired.